Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, creases fold, deformation, and wear abrasion. After autoclave cycle were observed, cloudy color in the gel and voids. Based on the device analysis, the final assessment is: creases are observed. However, do not taken as a workmanship, because it was not received in their original packaging.

Event description:
Healthcare professional reported, right side rupture. And implant had folded over. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and implant had folded over. Device has been explanted and replaced.